Manufacturer narrative:
No evaluation of the device can be performed, as the serial number is unknown. This is the final report.

Event description:
During an anonymous survey, information was received that a patient's ipg will be replaced. No further information is available.